Event description:
Rollator had been purchased almost 3 years ago, and was used approximately 1 week per month since. The incident occurred when one of the front swiveling wheels came out while the end user was sitting on the unit. This caused it to tip over and the end user fell onto the tile floor, breaking their collarbone. The end user had a technician look at the unit, and they reported that the swiveling wheel's connecting belt has become stripped.